Event description:
It was reported while using bd q-syte¿ microbore tri-extension there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: qsyte tri extension lumens unable to infuse medications , its found that out of three lumens healthcare worker is unable to infuse medications in two lumens , I am sending the affected sample for the investigation and an unopened sample also

Manufacturer narrative:
Initial reporter address line one: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte¿ microbore tri-extension there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: qsyte tri extension lumens unable to infuse medications , its found that out of three lumens healthcare worker is unable to infuse medications in two lumens , I am sending the affected sample for the investigation and an unopened sample also.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-dec-2022. H6: investigation summary: our quality engineer inspected the 2 samples submitted for evaluation. The reported issues of flow issues - fluid blockage issue was confirmed upon inspection of the samples. Analysis of the samples showed that the top membrane disk of one of the q-syte samples did not have the proper slit opening. Bd determined that the cause of the failure was associated to the manufacturing process. During the manufacturing process the disks of the q-sytes have a slit cut into them via a blade. If the blade is dull, broken, or missing in the manufacturing machinery than the slit will not be properly cut into the disk resulting in flow issues and leakage. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. H3 other text : see h10.